Event description:
Pt admitted with peripheral vascular disease problem. Claudication of lower ext. To cath lab for pta and stent of left renal artery and pta and stent of subclavian artery (lft). Physician did attempt to retrieve migrated stent. Unsucess. Pt to room. Small bruise noted on left arm.